Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Current blood glucose level of customer was 400 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of incident. Customer was treated with insulin manual injection or insulin pen. The insulin pump will be returned for analysis. Rn-mmt-332-rsvr, unomed inf set, ozo-unk-snsr.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during priming noted. Successfully downloaded history files and traces using thus software. However, (B)(6)2022 00:00:39.000 normalbolusdelivered, was found in history file normalbolusamountprogrammed: 4250 (0.425 u) bolusamountdelivered: 4250 (0.425 u). (B)(6) 2022 01:40:39.000 normalbolusdelivered, normalbolusamountprogrammed: 4500 (0.45 u) bolusamountdelivered: 4500 (0.45 u). (B)(6) 2022 02:50:25.000 normalbolusdelivered, normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u). Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged no delivery/occlusion alarm during priming not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.